Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed primed on the insulin pump. The customer's blood glucose level was 440 mg/dl. The troubleshooting was performed. The customer successfully delivered .9 units and will call back if issue comes up again. The customer was advised that there was an occlusion.